Event description:
Four months after the primary operation, the pt partially weight beared and walked with a cane. The plate was found broken in an x-ray, and was explanted. No adverse consequence to the pt or surgical delay was reported.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be pt related.